Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.4. Medical device lot #: 1144773 d.4. Medical device expiration date: 31-may-2024 h.4. Device manufacture date: 24-may-2021 d9: device available for evaluation: yes d9: returned to manufacturer on: 14-aug-2023 h.6. Investigation summary: material #: 368650 lot/batch #: 1144773 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for device fell apart with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode device fell apart. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the needle separated from packaging and fell to the floor. The following information was provided by the initial reporter. The customer stated: "when opening the sampling device, the needle jumped out of the packaging and fell to the floor. The nurse then noticed that the device had been cut."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the needle separated from packaging and fell to the floor. The following information was provided by the initial reporter. The customer stated: "when opening the sampling device, the needle jumped out of the packaging and fell to the floor. The nurse then noticed that the device had been cut."